Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient had died and the patient's death was due in part to the failure of the device to deploy a charge after his heart stopped. The patient was indicated to have been shocked, but the defibrillator responded too late to start the patient's heart. Chest compressions were required but failed to resuscitate the patient.